Manufacturer narrative:
The lead was disposed of at the hospital and will not be returned for analysis testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged. During the procedure to reposition the lead, the chronic competitor's leads were inadvertently dislodged. The competitor's lead were successfully replaced. There was a lot of time spent to explant the lv lead which eventually pulled apart. The physician had to go through the patient's leg to snare the rest of the lead to remove it. The lv lead was not replaced and the lv port was plugged. To date, there have been no adverse patient effects reported.